Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device upgrade procedure, high, out of range hv lead impedance was noted. Removing and reconnected the lead yield the same results. Device was not implanted. Impedance measurements was normal with new device. The patients condition was fine post procedure.

Manufacturer narrative:
Evaluation description: the reported high hv lead impedance was confirmed in the laboratory and was due to an anomalous transistor. (B)(4).